Event description:
New information received states that the lead fracture was noted during the procedure. Patient was stable prior, during and post procedure.

Event description:
New information received states that the lead was previously reprogrammed at an earlier date to unipolar for unknown reasons.

Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to lead fracture. No further information was available.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.